Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the device cannot be charged. The device was evaluated onsite by a philips authorized service personnel (asp) and it was confirmed that the device cannot charge. The asp removed and reinserted the battery, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.